Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure on (B)(6) 2013. The stent was being placed to treat a lesion in the transverse colon due to a malignancy. According to the complainant, during the procedure, the device was advanced into the bile duct and the physician attempted to deploy the stent. The stent was able to partially deploy; however the deployment handle separated from the outer sheath of the delivery system. The stent was unable to be reconstrained and was removed partially deployed. The procedure was not completed due to this event. There were no patient complications as a result of this procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure on (B)(6) 2013. The stent was being placed to treat a lesion in the transverse colon due to a malignancy. According to the complainant, during the procedure, the device was advanced into the bile duct and the physician attempted to deploy the stent. The stent was able to partially deploy; however the deployment handle separated from the outer sheath of the delivery system. The stent was unable to be reconstrained and was removed partially deployed. The procedure was not completed due to this event. There were no patient complications as a result of this procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 53mm. It was noted that the outer sheath was detached from the distal handle. The stainless steel shaft was severely bent and kinks were noted along the catheter. The distal end of the inner sheath was bent at an angle. During analysis an attempt was made to retract the distal handle and deploy the stent however there was resistance. The shaft was dissected at the distal end of the stainless steel shaft and the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent. The outer sheath was dissected longitudinally and no issues were noted. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The device was used past the expiry date. Therefore, the most probable root cause is user error.